Event description:
It was reported that the pacemaker was pacing at high rate, while the patient was at rest.

Event description:
It was reported that the pacemaker was pacing at high rate, while the patient was at rest.